Manufacturer narrative:
No additional info was provided. It was reported that the pt, who had a tracheotomy and was on a ventilator, had an actiflo indwelling bowel catheter in place for at least 3 and up to 4 weeks.

Event description:
It was reported that on (B)(6), 2011, while pt was working with the patient, a large amount of blood was noticed between the patient's legs. When the patient was turned, it was observed that the actiflo indwelling bowel catheter had been dislodged and blood was leaking from the rectum. Upon examination, pulsatile arterial bleeding and venous bleeding were noted. Surgical intervention was required. Suturing was attempted followed by packing of the anorectum with recothrom, lidocaine and epinephrine soaked packing materials. Bleeding was again noted on (B)(6), 2011. The area was sutured and packed by surgery and appears resolved.